Manufacturer narrative:
The review of the DHR (lot 580i121204ar) indicated that the device lot met all established performance criteria prior to shipment. Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. Root cause cannot be determined, however, patient noncompliance with bedrest instructions could have been a contributing factor to the need for surgical intervention vs. The attempted nonsurgical control of the post-discharge hematoma and pseudoaneurysm using sandbags and bedrest.

Event description:
Patient had cto procedure (B)(6) 2013. Cardiva vascade 6/7f vcs (700-580i) was deployed as the closure device and it performed normally. The groin was soft and dry at time of procedure as well as that afternoon. The patient was discharged home on (B)(6) 2013. On that evening, he was ambulating around home and felt a "pop" in left groin. He went to ER for pain to left groin and was found to have a hematoma measuring 6.2cm by 2.5cm and a 1.7 cm pseudoaneurysm which was located via ultrasound. The patient was re-admitted for bedrest. Patient was non-complaint with bedrest instruction i.e. Sandbags found on floor by nurse and patient ambulating against bedrest instruction. A follow up ultrasound was performed on (B)(6) 2013 showing the time hematoma had increased slightly to 6.8cm x 2.7cm and the pseudoaneurysm had enlarged to 2.7 cm by 1.5 cm. Patient was taken to surgery on (B)(6) 2013 and was stable following surgery.